Event description:
It was reported that the ilet pump battery depleted prematurely, delivering less than a day of operation and leading to periods without insulin delivery when the pump was disconnected for charging; the issue reportedly began after a complete battery drain and persisted, with the device component implicated being the battery. Symptoms included hyperglycemia. Outcomes included the need for additional medication management via subcutaneous insulin injections when the pump was not in use. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.